Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. After a 6f non-bsc introducer sheath was inserted and a non-bsc guide wire crossed the lesion, a 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 5x2 peripheral cutting balloon. No patient complications were reported.